Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Initially, it was reported that the patient experienced cellulitis at the infusion site. Based on the updated information, it was confirmed that the patient had swelling, discoloration, and sensitivity to touch. No further information available.